Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis concluded this lead was electrically continuous.

Event description:
Boston scientific crm received information that during the implant procedure, difficulty was encountered implanting this right ventricular lead. Reportedly, the patient with this lead has known difficult clavicle/first rib entrapment anatomy. After the lead was advanced, an attempt to fixate the lead was unsuccessful. During the lead removal, the lead became stuck at the clavicle/first rib area, however the lead was removed. Another attempt to implant the lead revealed high out of range impedance measurements. After three attempts revealing similar measurements, a decision was made to replace the lead. This lead was removed, replaced with a non-boston scientific crm lead and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed in an attempt to determine the root cause of this event.